Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. When the pod was removed from the patient's abdomen, it was noted the area was 5 cm by 10 cm in size and painful with purulent discharge/blood releasing from the site. The patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) and the patient was not feeling well with a fever. The patient visited the doctor's office and was prescribed antibiotics (tablets) for treatment and had the site cleaned. The patient was diagnosed with an infection and erysipelas. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.